Manufacturer narrative:
The customer¿s report of an overinfusion was neither confirmed nor replicated. The pcu event log contained no obvious programming errors that would result in the reported event. Functional testing showed the pump module was delivering fluid slightly out of specification on the low side when tested, and not over infusing as reported. The pump module was calibrated and was then delivering fluid within specification. The starting/ending volume of the fluid container cannot be determined through device logs. The disposable sets were not received for investigation. The root cause of the reported overinfusion was not identified.

Event description:
The customer reported an over infusion of ifosfamide which completed five hours earlier than expected. The infusion was intended to infuse over 24 hours however completed in 19 hours. The nurse confirmed the correct rate of 45 ml/hr was programmed. The patient started to have changes in mental status at about 0930. Unspecified interventions were ordered. There is no report of any lasting patient harm.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported an over infusion of ifosfamide which completed five hours earlier than expected. The infusion was intended to infuse over 24 hours however completed in 19 hours. The nurse confirmed the correct rate of 45 ml/hr was programmed. The patient started to have changes in mental status at about 0930. Unspecified interventions were ordered. There is no report of any lasting patient harm.